Manufacturer narrative:
A physical evaluation of the returned device confirmed that the cautery pin detached from the snare handle. Measurements taken of both the handle and cross pin found both to be within specification. Since the cautery pin detached from the snare, an electrical resistance test could not be performed. The condition of the returned incident device was consistent with the complaint that the cautery pin detached. Due to the detached pin, the reported issues of difficulty cauterizing could not be verified. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure on (B)(6), 2010. According to the complainant, while attempting to remove a small polyp, the snare failed to cauterize the tissue. The physician removed the polyp without cautery and then used a hemostatic clip to cease the bleeding at the polyp site. After they had already cut and clipped the polyp, the physician noted that the cautery pin had detached from the snare's handle. There was no serious patient injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good; the patient was released from the hospital on the following day, (B)(6).

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure on (B) (6) 2010. According to the complainant, while attempting to remove a small polyp, the snare failed to cauterize the tissue. The physician removed the polyp without cautery and then used a hemostatic clip to cease the bleeding at the polyp site. After they had already cut and clipped the polyp, the physician noted that the cautery pin had detached from the snare¿s handle. There was no serious patient injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good; the patient was released from the hospital on the following day, (B) (6).

Manufacturer narrative:
(B) (6). (B) (4) ¿ non-surgical intervention required to stop bleeding. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.